Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm, off no power anomaly, blank display and battery cap damage. Customer's blood glucose level was 468 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised that the drive support cap was flush. Customer advised they were able to complete the rewind process and only had 1 motor error alarm in the last 30 days. Customer was able to perform and pass the displacement and manual prime tests. Troubleshooting for off no power was performed. Customer was advised to replace the device with a new energizer battery. Troubleshooting for blank display was performed. Customer was advised a replacement battery cap will be sent out and to monitor the insulin pump. Customer experienced pneumonia, diabetic ketoacidosis, dehydration, high blood sugars and was hospitalized as a result of blank display.